Event description:
The provider was using a covidien blade electrode 4" bovie during a case, and during the use of the bovie, the tip caught fire, with a small flame appearing. The provider noticed immediately, and waved the bovie in the air and the flame was quickly extinguished. The bovie was unplugged and put to the side, and another plugged in and used without issue for the remainder of the case.